Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). (B)(6) clinical trial. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on july 13, 2016 that a wallflex biliary rx covered stent was implanted to treat a 3.5 cm malignant stricture in the common bile duct during an inpatient stent placement procedure performed on (B)(6) 2016 as part of the (B)(6) clinical study. Pancreatic protocol CT and pancreatic protocol MRI, pet scan and eus-fna were performed to image and diagnose the tumor. The tumor is located in the head of the pancreas and the histologic type was determined to be adenocarcinoma. An assessment of biliary obstructive symptoms was conducted on (B)(6) 2016 and baseline liver function tests were also taken. According to the complainant, during the procedure on (B)(6) 2016, a biliary sphincterotomy was performed and the wallflex biliary rx covered stent was placed in a satisfactory position across the stricture. Prophylactic antibiotics were administered. On (B)(6) 2016, assessment of biliary obstructive symptoms were conducted and liver function tests were taken. On (B)(6) 2016, the patient experienced fever and stent occlusion due to sludge. The fever was noted to be mild. On (B)(6) 2016, the patient was admitted to the hospital and was treated as an inpatient. On (B)(6) 2016, the wallflex biliary rx covered stent was removed and an endoscopic naso-biliary drainage was placed. Further assessments of biliary obstructive symptoms were conducted on (B)(6) 2016, and liver function tests were taken on (B)(6) 2016. On (B)(6) 2016, the patient underwent curative intent surgery. Patient's discharge information is currently unavailable. No further adverse events have been reported.

Manufacturer narrative:
.

Event description:
It was reported to boston scientific corporation on july 13, 2016 that a wallflex biliary rx covered stent was implanted to treat a 3.5 cm malignant stricture in the common bile duct during an inpatient stent placement procedure performed on (B)(6) 2016 as part of the (B)(6) study. Pancreatic protocol CT and pancreatic protocol MRI, pet scan and eus-fna were performed to image and diagnose the tumor. The tumor is located in the head of the pancreas and the histologic type was determined to be adenocarcinoma. An assessment of biliary obstructive symptoms was conducted on (B)(6) 2016 and baseline liver function tests were also taken. According to the complainant, during the procedure on (B)(6) 2016, a biliary sphincterotomy was performed and the wallflex biliary rx covered stent was placed in a satisfactory position across the stricture. Prophylactic antibiotics were administered. On (B)(6) 2016, assessment of biliary obstructive symptoms were conducted and liver function tests were taken. On (B)(6) 2016, the patient experienced fever and stent occlusion due to sludge. The fever was noted to be mild. On (B)(6) 2016, the patient was admitted to the hospital and was treated as an inpatient. On (B)(6) 2016, the wallflex biliary rx covered stent was removed and an endoscopic naso-biliary drainage was placed. Further assessments of biliary obstructive symptoms were conducted on (B)(6) 2016, and liver function tests were taken on (B)(6) 2016. On (B)(6) 2016, the patient underwent curative intent surgery. Patient's discharge information is currently unavailable. No further adverse events have been reported. Additional information received on august 05, 2016: the physician updated the patient's issue to be cholangitis.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary rx covered stent was implanted to treat a 3.5 cm malignant stricture in the common bile duct during an inpatient stent placement procedure performed on (B)(6) 2016 as part of the (B)(6) clinical study. Pancreatic protocol CT and pancreatic protocol MRI, pet scan and eus-fna were performed to image and diagnose the tumor. The tumor is located in the head of the pancreas and the histologic type was determined to be adenocarcinoma. An assessment of biliary obstructive symptoms was conducted on (B)(6) 2016 and baseline liver function tests were also taken. According to the complainant, during the procedure on (B)(6) 2016, a biliary sphincterotomy was performed and the wallflex biliary rx covered stent was placed in a satisfactory position across the stricture. Prophylactic antibiotics were administered. On (B)(6) 2016, assessment of biliary obstructive symptoms were conducted and liver function tests were taken. On (B)(6) 2016, the patient experienced fever and stent occlusion due to sludge. The fever was noted to be mild. On (B)(6) 2016, the patient was admitted to the hospital and was treated as an inpatient. On (B)(6) 2016, the wallflex biliary rx covered stent was removed and an endoscopic naso-biliary drainage was placed. Further assessments of biliary obstructive symptoms were conducted on (B)(6) 2016, and liver function tests were taken on (B)(6) 2016. On (B)(6) 2016, the patient underwent curative intent surgery. Patient¿s discharge information is currently unavailable. No further adverse events have been reported. Additional information received on august 05, 2016: the physician updated the patient¿s issue to be cholangitis. Additional information received on january 10, 2017: it was reported that the patient had cholangitis on (B)(6) 2016 but the decision to hospitalize was not made until admission on (B)(6) 2016. The cholangitis resolved and the patient was discharged on (B)(6) 2016. Reportedly, stent occlusion was related to the cholangitis.